Event description:
It was reported that the patient developed a pocket hematoma. The patient underwent pocket irrigation, electrocauterization and was placed on antibiotics. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.